Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring greater that 200 ohms on non-boston scientific right ventricular (rv) channel. Technical services (ts) recommended to have bring the patient in to perform a shock vector breakdown to see if one of the coils has an issue. This device and non-boston scientific rv lead remains in service. No adverse effects were reported.